Event description:
Boston scientific received information that immediately following pocket closure, inappropriate right ventricular (rv) pacing was observed. Physician had reopened the pocket and found that the right ventricular (rv) lead had dislodged. This lead was removed and replaced with another right ventricular (rv) lead with no adverse patient effects reported.